Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. The initial reporter also notified the FDA on (12/31/2018) via medwatch # 5082725. Device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined and the complaint could not be confirmed as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported with the use of the unspecified bd¿ syringe there was an issue with print on the syringes fading easily, rubbing off and sometimes having no markings at all.